Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture, migration.

Event description:
Patient reported "intra and extracapsular wear/rupture, with periprosthetic material in [...] Breasts and nodes with snowstorm artifact suggestive of migrated prosthetic content" confirmed via ultrasound and "pain in [...] Breast". This record is for the left-side. Device was explanted.

Event description:
Patient reported "intra and extracapsular wear/rupture, with periprosthetic material in [...] Breasts and nodes with snowstorm artifact suggestive of migrated prosthetic content" confirmed via ultrasound and "pain in [...] Breast". This record is for the left-side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ breast pain: unable to observe. ¿ rupture and silicone migration: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.